Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high undefined superior vena cava (svc) impedance. The svc lead was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.